Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that immediately following the implant procedure, further lead testing noted the impedance measurement for the non-boston scientific right atrial (ra) lead to be greater than 2500 ohms in unipolar and 450 ohms in bipolar. After the initial high measurement, further troubleshooting was performed and the impedance measurement dropped to between 1200 and 1300 ohms consistently. It was noted that during the implant procedure the non-boston scientific ra lead impedance measurement was within range when tested with the pacing system analyzer. The physician opted to leave the ra lead programmed in unipolar pacing configuration and monitor the patient. The cause of the out of range impedance measurement is unknown and there is concern over a possible lead to device connection issue. No adverse patient effects were reported.

Event description:
The boston scientific sales representative stated that one week ago the patient came into the clinic for another device interrogation and everything checked out fine. Both unipolar and bipolar impedance measurements along with the threshold and sensing measurements were within normal range.